Event description:
It was reported by dr in 2001 that a left eye memorylens was implanted in 1999. At the pt's exam in 2000 the dr noted a "frosting on anterior and posterior surfaces" that did not improve with yag laser treatment. The lens was surgically removed in 2001 and replaced with another lens. Pt's prognosis is good; vision is limited by age-related macular disease.